Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs and confirmed the reported complaint. The gas inlet valve was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed during patient use and intermittently lost the ability to mechanically ventilate. There was no report of patient injury.